Event description:
Customer's spouse called to report that customer passed away in 2005. Spouse stated that customer was wearing pump at the time that customer passed away. Cause of death was diabetes complications with seizures.